Event description:
It was reported that during a pulse generator changeout, insulation abrasion was observed on the atrial lead. The physician used medical adhesive to repair the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.